Event description:
During a spay procedure, catheter broke in half inside the dogs vein. Catheter was in place for about 2 hours. Broken piece was removed by hand. Patient is currently in good condition. No additional information received.